Event description:
It was reported that contamination occurred. Contour pva microspheres, 250-355 microns, were selected for use in a transarterial chemoembolization (tace) procedure. During preparation outside the patient, contamination was noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that there was a communication issue with the hospital, and the product was confirmed to not be contaminated as initially reported. Instead, upon delivering the contour pva microspheres into the microcatheter, jamming occurred.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that contamination occurred. Contour pva microspheres, 250-355 microns, were selected for use in a transarterial chemoembolization (tace) procedure. During preparation outside the patient, contamination was noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.